Event description:
Pt opened package of the bd saf-t-intima catheter to start his IV to administer his aralast infusion. There was no needle inside the plastic catheter. He opened a 2nd package, which was the same as the first. His infusion of aralast was delayed 1 day until we were able to deliver more IV catheters to him. Diagnosis: infusion of aralast.